Event description:
It was reported an inquiry regarding this case was sent to technical services (ts) after intermittently high out of range pace impedance measurements were seen dating one year back and more frequently. Ts discussed possible troubleshooting steps to be taken. Ts also noted some ineffective anti tachycardia therapy (atp) and discussed possible programming for optimization. At this time the device remains implanted. No adverse patient effects were reported

Event description:
It was reported an inquiry regarding this case was sent to technical services (ts) after intermittently high out of range pace impedance measurements were seen dating one year back and more frequently. Ts discussed possible troubleshooting steps to be taken. Ts also noted some ineffective anti tachycardia therapy (atp) and discussed possible programming for optimization. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported an inquiry regarding this case was sent to technical services (ts) after intermittently high out of range pace impedance measurements were seen dating one year back and more frequently. Ts discussed possible troubleshooting steps to be taken. Ts also noted some ineffective anti tachycardia therapy (atp) and discussed possible programming for optimization. The device was reprogrammed and no further issues were noted. At this time the device remains implanted. No adverse patient effects were reported.